Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via (B)(4) that an ar-4020c-08 07 x 20 mm fast thread biocomposite vented interference screw broke. It was necessary to use another 8x20 screw to complete the patellar acl procedure. No patient was affected.